Event description:
Lap chole - "after removing the patients gall bladder there was a gas leak. They then found the black seal inside the patients abdomen which then had to be removed." Intervention - "seal had to be removed from the patient." Patient status - "healthy."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. Based on the event description, the incident was not reportable. The delay in the initial report is due to engineering determining the shield was dislodged during device evaluation, which makes this incident reportable. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed a portion of the septum had been torn off. The unit was disassembled for further evaluation and engineering noted the shield was missing. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. Seal components, including the shield, have been tested as an external communicating device in contact with tissue, bone, dentin for a limited duration (less than 24 hours). Accordingly, the device has passing results for cytotoxicity, sensitization, and intracutaneous reactivity testing. The device, including the shield, is not approved for a permanent (implant) contact duration. As with any a foreign body inadvertently left in a patient, possible adverse tissue effects and improper tissue healing may occur. This document represents our final report.